Event description:
In late 2007, the patient reported that while changing her insulin cartridge, the plunger became stuck to the piston rod of the infusion device causing insulin to spill into the cartridge compartment. The patient was instructed to dry the insulin from the cartridge compartment, and she was instructed how to remove the plunger from the piston rod. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.